Event description:
Additional information indicates that the infection has resolved.

Manufacturer narrative:
An infection at the ipg site was reported to abbott. Surgical intervention was undertaken wherein the entire system was explanted to address the issue. The infection has resolved. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that patient experienced an infection at the ipg site and was hospitalized. As a result, surgical intervention was undertaken (B)(6) 2025 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.